Manufacturer narrative:
See MFR 3012307300-2017-02051.

Event description:
It was reported that while in use a cadd-legacy® ambulatory infusion pump kept alarming high pressure. The patient tried to trouble shoot multiple times and was hospitalized for this issue. They found it was "nothing internal". The reason for use/diagnosis is pulmonary arterial hypertension. There were no other adverse events.